Manufacturer narrative:
Complaint: (B)(4). No pictures were received by the customer. No clarification, or further information was received from the customer. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The complaint is closed as cannot be determined.

Event description:
Customer states the tubes are not filling properly.